Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted (B) (4). There is 1 event associated with this event type (dimensional discrepancy) and product code (B) (4).

Event description:
Dimensional discrepancy. It was reported "broached to accommodate a 9 stem and cylindrically reamed to 12.5 to accommodate a 13mm distal tip. When the restoration 9-13 distal was implanted, it seemed to be much smaller than the broach we trialed with. Implant was explanted with base and replaced with a cemented eon stem."